Manufacturer narrative:
(B)(4). Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? No further information is available. Was the reservoir replaced? No further information is available. No further information will be provided. No product available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2021 and a topical skin adhesive was used. Before the product was used, a nurse noticed that there had been a foreign substance in the sterile package. Further details are not provided there were no adverse consequences to the patient. The product was received and analysis results found that one device was returned inside of the sterile packaging unopened. There were no external damages observed on the packet. However, foreign matter (piece plastic inside) was observed in the device.